Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during operation, the device's cuff was exploded when inflated. The customer stated that the cuff pressure was not more than the usual but they heard a plof or burst sound and the tube had a leakage. The customer indicated that there was no patient injury.